Event description:
It was reported that the column lift was not moving in the down direction on the 9900 system. It was also stated that the power cord outer sheath was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced column lift power supply and the power cord. The system was tested and found to be working as intended and placed back into service.